Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Event description:
Device malfunction: none. Symptoms/ae: stroke/death. Time of symptoms/ae: post procedure. The following events were noted through a periodic article review. Secondary analysis of outcome event data from a study was performed with patients, who underwent carotid artery stenting with and without the use of embolic protection. The purpose of the study was to collect data pertaining to the use of protection devices and stents with different cell designs in carotid artery stenting. A total patients were treated with the acculink stent. Some patients experienced ipsilateral stroke leading to death within 30 days. Though requested, no additional information was provided.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after an implant duration of approximately 48.9 months, due to unknown reasons. No further details were provided.